Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post procedure discharge patient reported symptoms of muscle diaphragmatic stimulation. Patient was brought into the clinic for testing. Physician reported that the lead had inadequate capture threshold issue. Lead dislodgment was observed via fluoroscopy. The lead was unable to be flushed. Lead was explanted and a new lead was implanted. Physician did not allege patient symptom being due to lead malfunction. Patient did not have any further complaint and was stable prior, during and post procedure.